Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. Between (B)(6) 2012 and (B)(6) 2013 the device logged multiple failed auto self-tests and manual power-ups of ten minute durations. Multiple power-ups of 10 minute duration would suggest that the device is turning itself on, the random nature of these events would suggest a failing membrane. During this time the device recorded temperatures below the recommended operating temperatures with a low of -13.2 degrees celsius. The software version was changed from 3.0.8 to 3.2.0 and the device was power cycled on (B)(6) 2013. Investigation confirmed the device failed to upgrade to software version 3.2.0 using the heartsine samaritan pad universal upgrader. Testing also confirmed that the device was capable of delivering therapy in this fault mode. Furthermore, a membrane failure was recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.